Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the staple line distally was found incomplete and the staples were open and did not form correctly. Another reload was opened to complete the case. There was no patient injury.